Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been admitted for elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (pfh) and suspected thrombus. No alarms were noted. A data log file was submitted to the manufacturer where 131 pulsatility index (pi) events were recorded with intermittent power elevations associated with the pi events. Information provided by the clinical specialist approximately 3 days later indicated that the patient has been medically managed and is doing well. The patient's ldh levels have come down and they are confident that the heparin bridge protocol is working.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.